Event description:
It was reported to boston scientific corp that an injection gold probe device was used during colonoscopy procedure performed on (B)(6), 2009. According to the complainant, during the colonoscopy procedure, the physician was treated a bleed within the colon. The bleed was cauterized with the injection gold probe device. The physician then advanced the needle of the injection gold probe. However, after the injection, the needle would not retract back into the catheter. The device was removed from the scope with the needle extended. The account reported that there was no scope damage. The procedure was completed with this gold probe device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The reported complaint has been confirmed. The needle could not retract due to a bent hypotube/needle assembly; the tip of the needle that exits the ceramic tip is not bent. The bent hypotube/needle assembly impeded the needle from retracting while rubbing against the inner wall of the catheter. The most probable root cause is "operational context". The device may have been forcibly actuated, bending the hypotube inside of the catheter, during needle extension. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).